Manufacturer narrative:
The product was returned and evaluation results found the solution met chemical specifications. Pt has experienced similar reactions in the past with various products. Based on all info, no casual factor can be determined and no conclusion can be drawn.

Event description:
Pt reported experiencing an anaphylactic shock after using a bottle of solution. Symptoms were dizziness, racing heartbeat, and fainting. Pt visited doctor who performed an EKG, blood tests, blood pressure, which all were abnormal. One hour later, pt's symptoms ceased and pt felt well again. There was no mediation prescribed. According to the pt, the doctor felt it was more of an allergic reaction than an anaphylactic shock. Pt has used product type before without any problems and was concerned that the formulation changed. Pt is allergic to benzyl alcohol. Pt also used new make up at the same time as the solution and feels the problem may lie with her new make up. Pt has experienced this type of reaction in the past with various products and one time when eyes were dilated by optician. Medical documentation has been requested but not received.